Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 10:47am) with results of 78 mg/dl and 79 mg/dl (not verified if fasting / before meal / after meal). Verified storage of test strips in within specification since they are kept in the living room. Recall test results performed fasting from meter memory: (B)(6) 2015, 11:44am - 84mg/dl; (B)(6) 2015, 10:01am - 64mg/dl; (B)(6) 2015, 9:11am - 46mg/dl; (B)(6) 2015, 10:43am - 82mg/dl; (B)(6) 2015, 6:10am - 45mg/dl; (B)(6) 2015, 8:13am - 44mg/dl; (B)(6) 2015, 10:45am - 42mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/09/2015).